Event description:
(B)(4) MDR- two days post implantation it was reported that the device indicated eri. No adverse patient side effects have been reported. The device was explanted.

Manufacturer narrative:
(B)(4) MDR.